Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an e226 communication error occurred with the camera head. The issue occurred at the beginning of a diagnostic arthroscopy procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, that an e226 communication error occurred, with the camera head. The issue occurred, at the beginning of a diagnostic arthroscopy procedure. That was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer reported error e226 was confirmed. The device evaluation also found a cable failure, which probably caused the error e226. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.